Manufacturer narrative:
Device evaluated by MFR.: an xxl/14-4/5.8/75 was returned for analysis. The device was received in two sections due to a complete break of the shaft. A visual examination identified a complete circumferential tear of the balloon material located at the distal region of the balloon. The distal section of the balloon material had been pushed towards the tip of the device. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found the shaft of the device to be completely detached at approximately 116mm proximal of the distal tip. Multiple shaft kink was also noted. A visual and microscopic examination markerbands identified that only one was present on the device. The detached markerband was most probably dislodged due to the damage and separation of the shaft. A visual and microscopic examination found damage to be noted in the tip region. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture, shaft break, and removal difficulty were encountered. The 70% stenosed target lesion was located in the left subclavian vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilation. However, on initial inflation at the edge of a stent towards the cephalic arch, the balloon ruptured at a nominal pressure. Upon removal, there was no sign of resistance until the balloon got to the sheath. Fluoroscopy showed the balloon and device were intact. The physician had to use more force to remove the balloon through the sheath and the distal piece of the device broke right off. The physician had to remove the 7f sheath since the remaining piece of the wire was stuck on it and was inside the patient. The physician blunt dissected to remove the balloon and wire out of the patient. The procedure was completed with a non boston scientific device and the patient was stable post procedure.

Event description:
It was reported that balloon rupture, shaft break, and removal difficulty were encountered. The 70% stenosed target lesion was located in the left subclavian vein. A 14-4/5.8/75 xxl balloon catheter was advanced for dilation. However, on initial inflation at the edge of a stent towards the cephalic arch, the balloon ruptured at a nominal pressure. Upon removal, there was no sign of resistance until the balloon got to the sheath. Fluoroscopy showed the balloon and device were intact. The physician had to use more force to remove the balloon through the sheath and the distal piece of the device broke right off. The physician had to remove the 7f sheath since the remaining piece of the wire was stuck on it and was inside the patient. The physician blunt dissected to remove the balloon and wire out of the patient. The procedure was completed with a non boston scientific device and the patient was stable post procedure.